Event description:
Reporter indicated pt obeserved insulin leaking where the adapter and infusion set come together. Pt indicated that she went ot hospital with elevated blood glucose (300-400 mg/dl). Pt indicated that she had been diagnosed with sinus infection and dka. Pt stated she was removed from the device and received insulin drip and IV fluids. Pt indicated that when she was returned to the device, her blood glucose again was elevated (357-407 mg/dl). Pt indicated that she could smell insulin. Pt reported that about one month earlier, the device was submerged in approximately one foot of water and was instalty removed. Pt reported receiving system alarm and was able to clear the alarm by replacing the batteries.